Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer used a cartridge from a different lot number and was able to successfully load a new cartridge. Customer¿s blood glucose level was 391 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.